Event description:
Postoperative fracture of lubinus sp ii stem.

Manufacturer narrative:
As of today waldemar link has not received the explanted implant. Therefore article, lot and exp date currently unk. When the explanted implant is received at waldemar link the following eval will be done: review of production and quality system records, eval of subject device. This event occurred outside of the u.s and involved a product that was mfg outside of the u.s. However, because the sp ii-hip-stem also is marketed in the u.s link is submitting this MDR to ensure full compliance with 21 cfr part 803.